Event description:
Per court document received, patient underwent a left shoulder surgery in 2006 and again in 2007. A stryker painpump was used following each surgery for post operative pain. The patient now alleges she has chondrolysis. No information has been provided as to additional treatment the patient has incurred.

Manufacturer narrative:
The device was not returned for evaluation.